Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "early rupture after 8 years". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, brown particles, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Physician reported right side "early rupture after 8 years". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reports capsular contracture, baker grade iii.